Event description:
Reported due to needle stick to user. The physician attempted closure of an arteriotomy site using the prostar xl 10 french device following an unknown procedure. The condition of the vessel is unknown. Reportedly, "while the physician was deploying the prostar, one of the needles presented through the patient's skin and stuck the physician's finger." It is unknown if the physician sought any treatment for the needle stick. Hemostasis was achieved with second prostar device. There was no reported injury to the patient. This report represents the injury to the physician. Although requested, no additional information was provided.